Event description:
This report is being filed after the subsequent review of the following journal article: cody, j., (2014), outcomes following cervical disc arthroplasty: a retrospective review, journal of clinical neuroscience, 21, 1901-1904. A retrospective review of all patients from a medical center undergoing cervical disc arthroplasty from august 2008 to august 2012 and a total of 282 consecutive patients were included in the review, with an average follow-up of 11.2 months. There were 219 men and 63 women. A competitor¿s cervical arthroplasty system was utilized in the majority of patients (94.5%), while the prodisc-c system was utilized in the remainder of patients (5.5%). As a result the complications that were recorded cannot be differentiated to our product or the competitors. Complications that were noted are pain, dysphagia, recurrent laryngeal nerve injury, spinal cord injury, and dural tear. There is not sufficient information to file multiple reports. This is report 1 of 1 for (B)(4). This complaint involves 1 device.

Manufacturer narrative:
This report is for an unknown prodisc-c. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).